Event description:
It was reported that the customer had a failed self test alarm on the insulin pump. Customer was advised to perform the rewind process again. Customer was also advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Customer stated that the alarm occurred more than 2 times. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump was received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.